Event description:
The pt received his scs system on (B)(6) 2010. It was reported that he has to charge the ipg every 3 days for 4 hours. The pt used to charge every 3 weeks for 1 hour. He was sent a new charger to help resolve the issue but was unsuccessful. The pt is also experiencing pocket heating when charging the ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.